Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's s1 lead was autoreducing due to high impedances. X-rays revealed possible fracture. As a result, the lead was explanted and replaced.

Manufacturer narrative:
The report event of high impedance was confirmed. As received, visual inspection showed the returned lead found a kink on the outer tubing and all the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.